Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is aviva insight system, medwatch with identifier (B)(6) is aviva nano system.

Event description:
Aviva insight result 6.8 mmol/l, aviva nano result 3.1 mmol/l within 10 minutes. Customer can't remember if the test strips where from the same vial. Lot not provided. No adverse event alleged. Strips are not available for return.